Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 4 years and 10 months following the implant of this transcatheter bioprosthetic valve, an acute myocardial infarction (mi) occurred. Percutaneous coronary intervention (pci) was performed to the right coronary artery. During the intervention it was difficult to access the left coronary artery. A heart catheterization was performed which revealed an increase in aortic insufficiency (ai) from mild to moderate. As reported, a manipulation of the transcatheter heart valve frame may have occurred during the catheterization. A transesophageal echocardiogram (tee) performed twelve days later noted severe and eccentric aortic regurgitation and diastolic flow reversal. Medication was administered for heart afterload reduction. Six days following the tee the patient was hospitalized for significant shortness of breath. Diuresis occurred and the patient was evaluated for a valve reintervention. Three days later a median sternotomy was performed. The transcatheter aortic valve (tav) was explanted and a 23 millimeter (mm) non-medtronic surgical valve was implanted. Operative findings identified multiple perforations of the tav leaflets. The non-coronary cusp leaflet was torn from the annulus and a 2-3mm hole was identified in the right leaflet. It was reported t hat the tear of the non-coronary cusp leaflet and the perforation of the right coronary cusp led to the severe ai. The tav leaflets were noted to be calcified. The native valve leaflets were heavily calcified. Bilateral pleural effusions were reported. 350 cubic centimeters (cc) of serous drainage from the left pleural space and 550 cc of serous drainage was removed from the right pleural space. The patient tolerated the procedure well. Following the procedure, the transesophageal echocardiogram (tee) showed trace regurgitation with a mean gradient of 3.5 millimeters of mercury (mmhg). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 4 years and 10 months following the implant of this transcatheter bioprosthetic valve, an acute myocardial infarction (mi) occurred. Percutaneous coronary intervention (pci) was performed to the right coronary artery. During the intervention it was difficult to access the left coronary artery. A heart catheterization was performed which revealed an increase in aortic insufficiency (ai) from mild to moderate. As reported, a manipulation of the transcatheter heart valve frame may have occurred during the catheterization. A transesophageal echocardiogram (tee) performed twelve days later noted severe and eccentric aortic regurgitation and diastolic flow reversal. Medication was administered for heart afterload reduction. Six days following the tee the patient was hospitalized for significant shortness of breath. Diuresis occurred and the patient was evaluated for a valve reintervention. Three days later a median sternotomy was performed. The transcatheter aortic valve (tav) was explanted and a 23 millimeter (mm) non-medtronic surgical valve was implanted. Operative findings identified multiple perforations of the tav leaflets. The non-coronary cusp leaflet was torn from the annulus and a 2-3mm hole was identified in the right leaflet. It was reported t hat the tear of the non-coronary cusp leaflet and the perforation of the right coronary cusp led to the severe ai. The tav leaflets were noted to be calcified. The native valve leaflets were heavily calcified. Bilateral pleural effusions were reported. 350 cubic centimeters (cc) of serous drainage from the left pleural space and 550 cc of serous drainage was removed from the right pleural space. The patient tolerated the procedure well. Following the procedure, the transesophageal echocardiogram (tee) showed trace regurgitation with a mean gradient of 3.5 millimeters of mercury (mmhg). No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that three drug eluding stents were placed during the percutaneous coronary intervention (pci). The valve did not cause/contribute to the myocardial infarction (mi), however the left coronary artery could not be visualized during the pci because of the frame of the valve. Per the physician, it is unknown if the manipulation of the valve frame during the pci damaged the valve. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There are many studies which discuss the etiology of pannus. Pannus overgrowth is a complex process triggered by interaction between the host and the device and is highly variable among patients. Chronic pannus formation may be precipitated by an immune response to the bioprosthetic valve. It may also be caused by the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy and /or inadequate anti-coagulation. The time of pannus formation after valve implantation varies; studies have reported time frames from 6-12 months. The ingrowth of the tissue may gradually affect the function of the valve leaflets. Additionally, calcification is a recognized failure mode of bioprosthetic valves. Many factors could contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease stage, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. An assignable root cause leading to the calcification and pannus in this event was not able to be confirmed. Stenosis and unacceptable heamodynamics, of bioprosthetic valves could be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction). Several factors could contribute to the onset of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. There are many studies which discuss the etiology of pannus. Overall, the returned device analysis confirms pannus formation and calcification and were the most likely the cause of the reported cuspal tears reported in the event description, as well as the heamodynamic instability, and the secondary harms of insufficiency / regurgitation, myocardial infarction and effusion. Pannus overgrowth is a complex process that could be triggered by interaction between the host and the device and is highly variable among patients. The likely cause of the reported coronary occlusion was unable to be ascertained. Updated h6 - eval code conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code method, eval code results, and eval code conclusion updated g - manufacturer's information product analysis: upon receipt at medtronic's quality laboratory, the device was received in a heart valve return kit, submerged in clear 0.2% glutaraldehyde solution. Remnants of native leaflets remained attached to the abluminal surface of the valve. Visual evaluation of the device showed the leaflets appeared tan and pliable, except where host tissue extended. Visible calcification was observed on the inflow and outflow of all leaflets. Calcification clusters appeared to be localized along the inferior coaptive areas and margin of attachments of all leaflets. Deterioration was noted on the second leaflet which appeared to be associated with the visible calcification around the superior coaptive junction of commissure 3. All leaflets were in closed position with small gaps between the free margins of all leaflets. Commissures 1 and 2 appeared intact. Tissue dehiscence was observed on the superior coaptive junction of commissure 3. From the inflow, thick, glistening off-white pannus adhered to the inflow crown tips extending into the luminal surface of the valve. From the outflow, remnants of light tan pannus remained attached to the outflow frame. Remnants of host tissue (native leaflets and pannus) adhered to the abluminal surface of the skirt, pannus was covering the skirt and extending towards the margin of attachment of all leaflets. An unknown amount of pannus may have been removed during explant. Radiography revealed severe calcification on all leaflets, commissures, and outer wall. Correction a1 - pt. Identifier medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that in regards to the myocardial infarction, the patient had an 80% lesion which required the previously reported percutaneous coronary intervention (pci) with drug eluting stents. As reported, the valve did not cause or contribute to the pci. Approximately 10 days following the previously reported myocardial infarction and 12 days prior to the explant of the transcatheter valve, chest pain, worsening dyspnea on exertion, and jaw pain presented. The patient was hospitalized as result. The troponin measured 0.59 and the electrocardiogram (ECG) identified no ischemic changes. A vasodilator paste, a beta-adrenergic blocker, and an anti-coagulant drip were administered. No further interventions were required. The event resolved and the patient was discharged 7 days later.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.